Manufacturer narrative:
Result - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible in the guide wire lumen, inflation lumen and in the balloon. The balloon had loose folds. The sds was separated in three sections, there was 29 cm of the distal portion of the sds, and the balloon was intact, stuck on a returned whisper guide wire. The section with the sidearm was not returned. The distal portion of the sds was on the proximal end of the guide wire, 54 cm distal to the end of the guide wire. The distal separation was separated 2.2 cm distal to the guide wire exit notch and the outer member was torn and wavy for a length of 2 cm. The middle portion of the catheter that was separated was 89 cm in length. The separation was 11.5 cm proximal to the femoral marker. The inner and outer member was wrinkled 14 cm and 15 cm distal to the separation. There was a kink in the hypotube, middle portion, 5 mm proximal to the separation. The separated edges of the sds were stretched and jagged. The hypotube separated fracture faces were ovaled as if kinked prior to separating. The jacket was also separated at the same location. There was no other damage noted to the sds. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that the rx vision stent was placed in the target lesion. During removal of the stent delivery system (sds), the distal shaft separated in three places. All three separated parts of the sds were removed when the guide wire and the guiding catheter were removed and no parts remained in the patient. Reportedly, there were no patient effects. No additional event or patient information is available.